Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains in the patient.

Event description:
Operation of variax clavicle on (B)(6). After 1 week, the distal screw is pulled out of the bone and the plate floats. It is unknown whether locked between the plate and the screw. Patient with poor compliance, even after the operation, rest was not maintained and the affected part was moved and the plate deviated. There is considering revision.